Manufacturer narrative:
Explanting physician - (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2020-14960. It was reported that the atrial lead was dislodged. The patient experienced atrial fibrillation with rapid ventricular response resulting in implantable cardiac defibrillator (ICD) shocks. The lead was explanted and replaced and the ICD was reprogrammed. The patient was returned to recovery in a satisfactory condition. There were no complications.